Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved an admin set, pur, clave¿ where the customer reported that they had a defect on a tube for fdg injection; they stated that it was impossible to push the fdg. The customer retested the tubing cold, and was still unable to push liquid through the fdg site. The tubing was changed, and the medicine was prepared again; the therapy was completed with a new tubing. The patient received the full intended dose and there was no consequence to the patient. There was no delay in therapy. There was no visible default on the device. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
One used device was returned for evaluation. As received no physical damage or anomalies were observed, when the roller clamp was inactivated and it was noticed that the tube was fully collapsed. No mating device was returned for evaluation. The set was tested as per procedure and no flow was established throughout the collapsed tube, as pressure increases the tube re-opens and flow through the whole set was confirmed. Complaint of unable to push liquid can be confirmed. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.